Manufacturer narrative:
This report is not being sent for a product problem. There was no indication that the device malfunctioned. This report is being submitted to notify the FDA that medical intervention was required post-procedure, in the form of IV fluids and morphine to alleviate pain and the pt required prolonged hospitalization of two days. The procedure was successfully completed without issues. No permanent harm or permanent injury was reported to the pt. The pt was discharged on 48 hours post-procedure and the issue is resolved. This medwatch is being submitted late due to a retrospective review of case notes. (B)(4).

Event description:
An ultrasound and CT guided nanoknife ablation of a liver lesion was successfully completed on (B)(6) 2009. Pt experienced pain post-procedure requiring morphine analgesic and prolonged hospitalization of two days. IV fluids and morphine were reduced as pt's pain eased. The pt was discharged on (B)(6) 2009. By (B)(6) 2009, the issue was resolved. No permanent harm or permanent injury was reported to the pt.